Event description:
It was reported there was noise on the lead and the patient received shocks, due to oversensing. Further alleged that there was a lead fracture and that the patient experienced inappropriate shocking. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned for analysis.